Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was completely shut down. The customer was not able to access or dispense medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was completely shut down and unable to power on. A field service engineer (fse) replaced the damaged cable between the main and auxiliary units and replaced the nonfunctional drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.